Manufacturer narrative:
Manufacturer narrative: lot number was not reported. CAPA comment: the information in this single case does not suggest involvement of a nonconforming product or quality problem and will not initiate a corrective or preventive action. Pharmacovigilance comment: the serious events of ischaemia at the implant site and vascular occlusion were considered expected and possibly related to the treatment. Serious criteria include the need for multiple medical interventions (including injection of hyaluronidase use of corticosteroids, antibiotics and platelet inhibitors) to prevent permanent tissue damage. The non-serious events of oedema, erythema, pain and injury at the implant site were considered expected and possibly related to the treatment. Potential contributory factors include injection technique or the prior rhinoplasty. The case meets the criteria for expedited reporting to the regulatory authorities.

Event description:
Case reference number (B)(6) is a spontaneous report sent on (B)(6) 2019 by a physician which refers to a female patient of unknown age. Additional follow up information was received on (B)(6) 2019 from a physician trough doc to doc contact. No information was provided about medical history, concomitant treatment, concurrent diseases, history of allergies and previous filler treatments. The patient had undergone rhinoplasty previously, on an unknown date. On (B)(6) 2019, the patient received treatment with 0.5 ml restylane defyne (lot number unknown) on the eyelid sulcus (0.3 ml) and nasal spine, dorsum (0.2 ml) with unknown needle and technique. On (B)(6) 2019, about 24 hours later treatment, the patient experienced ischemia (implant site ischaemia) at nose region. The physician informed that seemed like patient had compressed nose artery/possible late obstruction (vascular occlusion). 1 days later, on (B)(6) 2019, the patient experienced edema (implant site oedema), erythema (implant site erythema) and an important pain (implant site pain) on the nose and forehead. As corrective treatment, the physician injected hyaluronidase [hyaluronidase], about 2.000 u at the site and performed reapplication of hyaluronidase about 6 hours after. It was reported that patient was prescribed with vasodilator, platelet antiaggregants, oral corticosteroid [corticosteroid nos] and antibiotic, but it was unknown if patient used. At the time of the report, the physician informed that the patient was calm with situation. The physician informed that clinically, there was a lesion (injection site injury) in the territory of the right supratrochlear artery with improvement of the condition and the patient underwent to hyperbaric chamber sessions with good evolution and tissue recovered. The physicians discussed about the case and a possibility of late obstruction by compression of the applied biomaterial once there was prior rhinoplasty and the reporting physician agreed with the same. The physicians also discussed about the therapeutic conducts as 300-400 units of hyaluronidase per cm2 of affected area. It was reported that soft tissue ultrasound was not performed. Outcome at the time of the report: ischemia was unknown. Compressed nose artery/possible late obstruction was unknown. Edema was unknown. Erythema was unknown. An important pain was unknown. Lesion was recovering/resolving. Tracking list: v.0 initial. V.1 fu received on (B)(6) 2019: case upgraded to serious based on the information received on (B)(6) 2019. Events, corrective treatments added. Past surgery, suspect device volume and location updated.